Event description:
No data was found for their test of record database. This report is intended to notify customers of instances where modifications to records have been made after a component has been shipped. This is executed in a cron tab file which is scheduled to run at a specific time each night. The customer is to investigate the entries on this report and evaluate for possible recall effects. This site is to investigate the entries on this report and called this co's attention. Investigation of the system on site as well as the source code at co revealed that the report was using the site's training database for the info and not their test of record database. It was ID that the customer had been preparing standing orders in their training database the night before the report was executed. When a standing order is prepared on a system that is configured with a database server, the system regenerates all entries inthe cron tab file with the same database login as was used to prepare the standing order. In the case of a database server, the database login string contains the oracle environment (e.g., training, validation, or test of record) that was set when the standing order was created. This could result in a cron tab file entry to be executed in a database different than expected when a database server is being used. Co ensured that the report had been executing properly since they began using the system as a test of record system. Since the standing order option in the site's training and validation databases for all affected customers (2) to ensure that this problem will not reoccur. Further, co removed all non test of record database links and synonyms to tables in the two site's test of record database. This ensures that only the test of record database can be updated into the cron tab file.